Event description:
As reported, during a laparoscopic procedure while fixing the mesh in an abdominal defect using the optifix fixation device, about 4 or 5 fasteners were deployed with the head broke off from the tip. It was reported that all the broken fasteners were removed and there was no harm/injury to the patient.

Manufacturer narrative:
As reported, optifix straight deployed broken fastener. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.